Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient this case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and after an unknown had inflammation, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (indication: unknown; batch/ lot number: 7rsl021 and expiry date: unknown). On the same day, knee began swelling. The pa in ER didn't realize that it was a medication reaction the patient was having. They had 70 ccs removed from her knee on (B)(6) 2017 in emergency room as the patient had come with swollen left knee. The same day the patient had x-ray. The next day the patient visited ER again and they rechecked. On an unknown date in (B)(6) 2017 after an unknown latency, patient had inflammation and no evidence of infection. The patient did not have fever. Corrective treatment: not reported. Outcome: not recovered for both the events. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced inflammation in left knee a temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Device malfunction [device malfunction] . Unable to perform numerous activities [activities of daily living impaired]. Unable to walk [unable to walk] . Difficulty walking [walking difficulty] . Leg was hurting/extreme pain [leg pain] . Swollen leg [swelling of legs] . Weight on that leg caused extreme pain/could not put any weight on the swollen leg [weight bearing difficulty] . Inflammation [joint inflammation] ([swelling of l knee], [effusion (l) knee], [knee pain]). Case narrative: based on the information received on 24-sep-2018 the case was medically confirmed. This spontaneous case from united states was received on 24-jan-2018 from patient. This case concerns a 75 years old female patient who initiated treatment with synvisc one and after an unknown had inflammation, difficulty walking, leg was hurting/extreme pain, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg. (Latency: same day), unable to walk (latency: 2 days) and unable to perform numerous activities (latency: unknown). Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: pantoprazole, zolpidem and alprazolam. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 48 units once (batch/ lot number: 7rsl021 and expiry date: 31-may-2020) for aching knee. On the same day, knee began swelling. On the same evening, it was reported that the patient's leg was hurting and she had difficulty walking, as weight on that leg caused extreme pain. The left knee was visibly swollen. On the next morning, she suffered extreme pain. She was not able to put any weight on the swollen leg. The pa in ER didn't realize that it was a medication reaction the patient was having. They had 70 ccs removed from her knee on (B)(6) 2017 in emergency room as the patient had come with non-traumatic soft tissue swelling over left knee, which led draining a significant amount of fluid. Patient was prescribed acetaminophen, hydrocodone and omeprazole. The same day the patient had x-ray. The next day the patient visited ER again and complaint of having local pain over left knee. On the next day, the swelling was recurred and was unable to walk. Patient also reported that on the unknown date of (B)(6) 2017, it was reported that she was unable to perform numerous activities. The patient did not have fever. On (B)(6) 2018 at 11:09 hours, arthrocentesis procedure was performed for left knee pain with durolane injection (lot -15862, expiration date: 30-sep-2020). The procedure was carried out under sterile technique. The knee joint suprapatellar recess was evaluated prior to starting the procedure. There was minimal to no knee joint effusion. The skin was prepped with povidone-iodine. A 22 guage 1.5 inch needle was advanced from an in plane , lateral to medial approach into the knee joint suprapatellar recess then 3 ml of durolane injection was injected into the knee joint with excellent flow. Patient was advised to avoid heavy exertion with the knee and avoid soaking the knee under water for two days. Corrective treatment: knee aspirated; acetaminophen, hydrocodone , duralone and omeprazole for 70 ccs removed from her knee; anti-inflammatory for swollen legs. Outcome: unknown for difficulty walking, unable to walk, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg and unable to perform numerous activities; not recovered for leg was hurting/extreme pain; recovered for rest of the events. A product technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant for device malfunction. Follow up information was received on 06-feb-2018. Global ptc number was added. Follow up information received on 07-sep-2018. No new information. Additional information was received on 24-sep-2018 from healthcare professional. Event of local pain over left knee was added. Treatment for the event of 70 ccs removed from her knee was added. Suspect dose and indication was updated. Concomitant medications were added. Clinical course was updated and text amended accordingly. Additional information was received on 14-oct-2018 from the patient. Event of difficulty walking, unable to walk, leg was hurting/extreme pain, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg and unable to perform numerous activities were added. Clinical course updated, and text amended accordingly. Additional information was received on 09-nov-2018 from the healthcare professional. Lab results for arthrocentesis were updated. Clinical course updated, and text amended accordingly. Follow up information received on 09-nov-2018. No new information was received.

Event description:
Device malfunction [device malfunction] inflammation [joint inflammation] ([swelling of l knee], [effusion (l) knee], [knee pain]). Case narrative: based on the information received on 24-sep-2018 the case was medically confirmed. This spontaneous case from united states was received on 24-jan-2018 from patient this case concerns a 75 years old female patient who initiated treatment with synvisc one and after an unknown had inflammation. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: pantoprazole, zolpidem and alprazolam. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 48 units once (batch/ lot number: 7rsl021 and expiry date: 31-may-2020) for aching knee. On the same day, knee began swelling. The pa in ER didn't realize that it was a medication reaction the patient was having. They had 70 ccs removed from her knee on (B)(6) 2017 in emergency room as the patient had come with non traumatic soft tissue swelling over left knee.. Patient was prescribed acetaminophen, hydrocodone and omeprazole. The same day the patient had x-ray. The next day the patient visited ER again and complaint of having local pain over left knee. On an unknown date in (B)(6) 2017 after an unknown latency, patient had inflammation and no evidence of infection. The patient did not have fever. Corrective treatment: knee aspirated; acetaminophen, hydrocodone and omeprazole for 70 ccs removed from her knee; not reported. Outcome: recovered for all events. A product technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant for device malfunction. Follow up information was received on 06-feb-2018. Global ptc number was added. Follow up information received on 07-sep-2018. No new information. Additional information was received on 24-sep-2018 from healthcare professional. Event of local pain over left knee was added. Treatment for the event of 70 ccs removed from her knee was added. Suspect dose and indication was updated. Concomitant medications were added. Clinical course was updated and text amended accordingly.

Event description:
Device malfunction [device malfunction] unable to perform numerous activities [activities of daily living impaired] unable to walk [unable to walk] difficulty walking [walking difficulty] leg was hurting/extreme pain [leg pain] swollen leg [swelling of legs] weight on that leg caused extreme pain/could not put any weight on the swollen leg [weight bearing difficulty] inflammation [joint inflammation] ([swelling of l knee], [effusion (l) knee], [knee pain]). Case narrative: based on the information received on 24-sep-2018 the case was medically confirmed. This spontaneous legal case from united states was received on 24-jan-2018 from patient. This case concerns a 75 years old female patient who initiated treatment with synvisc one and after an unknown had inflammation, difficulty walking, leg was hurting/extreme pain, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg. (Latency: same day), unable to walk (latency: 2 days) and unable to perform numerous activities (latency: unknown). Also, device malfunction was identified for the reported lot number. Patient had right shoulder pain, developed the symptoms 9 months ago which included pain, limited range of motion (moderate) and had increased symptoms with overhead activity, activities of daily living, reaching and activity. Patient had nsaids, corticosteroid injection and physical therapy as a treatment for the same. Patient was current alcohol user everyday and a former tobacco user. Patient had degenerative arthritis of left knee, subacromial bursitis of right shoulder joint, localized primary osteoarthritis of left lower leg and primary osteoarthritis of right shoulder. Concomitant medications included: pantoprazole, zolpidem and alprazolam, omeprazole (protonix), gabapentin, zolpidem tartrate (ambien). On (B)(6) 2017, patient had review of systems which showed joint pain, limitation of motion, back pain, shoulder pain, knee pain. Patient had 15 cc fluid aspiration of knee. On the same day, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 7rsl021 and expiry date: 31-may-2020) for aching knee. On the same day, knee began swelling. On the same evening, it was reported that the patient's leg was hurting and she had difficulty walking, as weight on that leg caused extreme pain. The left knee was visibly swollen. On the next morning, she suffered extreme pain. She was not able to put any weight on the swollen leg. The pa in ER didn't realize that it was a medication reaction the patient was having. They had 70 ccs removed from her knee on (B)(6) 2017 in emergency room as the patient had come with non-traumatic soft tissue swelling over left knee, which led draining a significant amount of fluid. Patient was prescribed acetaminophen, hydrocodone and omeprazole. The same day the patient had x-ray. The next day the patient visited ER again and complaint of having local pain over left knee. On the next day, the swelling was recurred and was unable to walk. Patient also reported that on the unknown date of (B)(6) 2017, it was reported that she was unable to perform numerous activities. The patient did not have fever. On(B)(6) 2018 at 11:09 hours, arthrocentesis procedure was performed for left knee pain with durolane injection (lot -15862, expiration date: 30-sep-2020). The procedure was carried out under sterile technique. The knee joint suprapatellar recess was evaluated prior to starting the procedure. There was minimal to no knee joint effusion. The skin was prepped with povidone-iodine. A 22 guage 1.5 inch needle was advanced from an in plane, lateral to medial approach into the knee joint suprapatellar recess then 3 ml of durolane injection was injected into the knee joint with excellent flow. Patient was advised to avoid heavy exertion with the knee and avoid soaking the knee under water for two days. Corrective treatment: knee aspirated; acetaminophen, hydrocodone, duralone and omeprazole for 70 ccs removed from her knee; anti-inflammatory for swollen legs. Outcome: unknown for difficulty walking, unable to walk, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg and unable to perform numerous activities; not recovered for leg was hurting/extreme pain; recovered for rest of the events. A product technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant for device malfunction. Follow up information was received on 06-feb-2018. Global ptc number was added. Follow up information received on 07-sep-2018. No new information. Additional information was received on 24-sep-2018 from healthcare professional. Event of local pain over left knee was added. Treatment for the event of 70 ccs removed from her knee was added. Suspect dose and indication was updated. Concomitant medications were added. Clinical course was updated and text amended accordingly. Additional information was received on 14-oct-2018 from the patient. Event of difficulty walking, unable to walk, leg was hurting/extreme pain, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg and unable to perform numerous activities were added. Clinical course updated, and text amended accordingly. Additional information was received on 09-nov-2018 from the healthcare professional. Lab results for arthrocentesis were updated. Clinical course updated, and text amended accordingly. Follow up information received on 09-nov-2018. No new information was received. Additional information was received on 03-dec-2018 from lawyer. Medical history and concomitant medications added. Clinical course updated. Text amended accordingly.

Event description:
Device malfunction [device malfunction] unable to perform numerous activities [activities of daily living impaired] unable to walk [unable to walk] difficulty walking [walking difficulty] leg was hurting/extreme pain [leg pain] swollen leg [swelling of legs] weight on that leg caused extreme pain/could not put any weight on the swollen leg [weight bearing difficulty] inflammation [joint inflammation] ([swelling of l knee], [effusion (l) knee], [knee pain]). Case narrative: based on the information received on 24-sep-2018 the case was medically confirmed. This spontaneous case from united states was received on 24-jan-2018 from patient this case concerns a 75 years old female patient who initiated treatment with synvisc one and after an unknown had inflammation, difficulty walking, leg was hurting/extreme pain, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg. (Latency: same day), unable to walk (latency: 2 days) and unable to perform numerous activities (latency: unknown). Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: pantoprazole, zolpidem and alprazolam. On (B)(6)2017, patient received treatment with intra articular synvisc one injection at a dose of 48 units once (batch/ lot number: 7rsl021 and expiry date: 31-may-2020) for aching knee. On the same day, knee began swelling. On the same evening, it was reported that the patient's leg was hurting and she had difficulty walking, as weight on that leg caused extreme pain. The left knee was visibly swollen. On the next morning, she suffered extreme pain. She was not able to put any weight on the swollen leg. The pa in ER didn't realize that it was a medication reaction the patient was having. They had 70 ccs removed from her knee on (B)(6)2017 in emergency room as the patient had come with non-traumatic soft tissue swelling over left knee, which led draining a significant amount of fluid. Patient was prescribed acetaminophen, hydrocodone and omeprazole. The same day the patient had x-ray. The next day the patient visited ER again and complaint of having local pain over left knee. On the next day, the swelling was recurred and was unable to walk. Patient also reported that on the unknown date of (B)(6)2017, it was reported that she was unable to perform numerous activities. The patient did not have fever. Corrective treatment: knee aspirated; acetaminophen, hydrocodone and omeprazole for 70 ccs removed from her knee; anti-inflammatory for swollen legs. Outcome: unknown for difficulty walking, unable to walk, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg and unable to perform numerous activities; not recovered for leg was hurting/extreme pain; recovered for rest of the events. A product technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant for device malfunction. Follow up information was received on 06-feb-2018. Global ptc number was added. Follow up information received on 07-sep-2018. No new information. Additional information was received on 24-sep-2018 from healthcare professional. Event of local pain over left knee was added. Treatment for the event of 70 ccs removed from her knee was added. Suspect dose and indication was updated. Concomitant medications were added. Clinical course was updated and text amended accordingly. Additional information was received on 14-oct-2018 from the patient. Event of difficulty walking, unable to walk, leg was hurting/extreme pain, swollen leg, weight on that leg caused extreme pain/could not put any weight on the swollen leg and unable to perform numerous activities were added. Clinical course updated, and text amended accordingly.